Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Customer used an alternate adapter and charged the pump successfully. The customer¿s blood glucose levels was greater than 70 mg/dl.